Event description:
It was reported that the customer has been experiencing high blood glucose readings. Customer feels the insulin pump is working as designed. Customer declined to troubleshoot. The blood glucose is 318 mg/dl. Three hours later the blood glucose rose to 500 mg/dl. Customer has noticed that she has swelling. Customer stated that she will go to the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.